Event description:
It was reported that during device changeout the lead helix could not be retracted. The physician did not want to anchor the lead and not be able to reposition it. The lead was explanted and also could not be retracted outside the body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.